Event description:
The reporter alleged that the meter remote did not have the same insulin to carbohydrate setting as the pump. The reporter confirmed that the pump and the meter were paired and the time and date matched on the pump and meter.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was not returned with the meter remote for investigation. The meter remote has been evaluated by product analysis on (B)(4) 2012 with the following findings: a test pump was used to complete investigation. The test pump and the returned meter powered up and paired successfully during investigation. An insulin to carbohydrate ratio (I:c) was set in the pump, and the appropriate I:c ratio showed in the meter remote. The meter remote failed the rf test. The complaint of different I:c ratios showing in the pump versus the meter could not be confirmed or duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.